Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 225 mg/dl, 117 mg/dl, and 112 mg/dl. No actions taken based on device results. Customer also states the advantage system had been left in the car for about 2 days and at one time the vial cap on the test strips was loose. Customer also reported loose desiccant in the test strip vial. No adverse event reported. Requested return of suspect device; however, customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.